Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon three hours and upon removal the tampon unraveled and fell apart into pieces. Consumer's father who is an ER doctor explained to her how to manually check for remaining tampon pieces and instructed her to use a douche. She did not seek any further medical attention and did not experience any adverse health effects.